Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after opening the packaged surgiwand ii suction irrigation device with l-hook tip. The scrub nurse checked following product. But surgiwand ii collar was separated from the body. There was no bleeding reported in excess of separated. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.